Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while slitting the guide catheter, the blue plastic inside was exposed at where the plastic separated into blue and white near the valve and nearly caught the left ventricular (lv) lead. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. No anomalies were found. The mechanical operation of the catheter shaft was kinked/ buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.